Event description:
It was reported during a colectomy they handed the surgeon the tlh60 with the safety up. The surgeon dialed down on the bowel, set the retaining pin and fired the instrument. He then cut with the scapel and there was no staples formed, spilling contents of the colon into the abdomen. The case was completed using sutures. There is no other info available at this time. There was no consequence to the pt. The rep states she will follow up with surgeon. 10/14/1997 the rep reports or time was extended approx 5 to 10 mins to irrigate and suction the abdominal cavity with normal saline. It is unk if any staples fell into the abdomen due to the spillage of bowel contents. No add'l post operative medications or treatments are known, the pt rec'd the surgeon's standard IV antibiotics as in all of his bowel cases.